Event description:
It was reported that the patient had their lead replaced due to an open circuit. The surgery 'went well' and the patient recovered from the replacement without sequela.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product typ lead. (B)(4).